Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4)) displayed mid:09 (air trap assembly) error message was confirmed during the analysis of the event log but not during functional testing. No device malfunction was found, and the thermogard console functioned as intended. The user overfilled the coolant fluid allowing it to flow into the air trap chamber and thereby, prompted the console to display a mid:09 error message. Therefore, the root cause for the reported complaint is user error no physical damage was observed on the thermogard console during visual inspection. During initial functional testing, the thermogard console passed all the tests without any fault or error. During the analysis of the event log, several mid:09 error messages were observed. However, the error message was cleared after the air trap sensor block was dry. Following service, the thermogard xp ivtm system passed the final functional test and electrical safety test without any error.

Event description:
At the start of the ivtm therapy, the thermogard console (sn (B)(4)) didn't pass the self-test and displayed a mid:09 (air trap assembly) error message. Per a reporter, the user overfilled the coolant fluid allowing it to flow into the air trap chamber and causing the console to display a mid:09 error message. The error could not be cleared after the air trap chamber was cleaned. Following this, the console was replaced to start the ivtm therapy. No consequences or impact to patient.